Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Pe-prove clinical study. It was reported that restenosis and angina occurred. In (B)(6) 2010, the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was a de novo long lesion located in the proximal left anterior descending artery (lad) extending to mid lad with 80% stenosis and was 24mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with direct stent placement using a 3.50x28mm promus element stent. Following post dilation, residual stenosis was 0% and the patient was discharged on the same day on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with complaints of breathlessness and chest tightness and the patient was subsequently diagnosed with angina. Cardiac catheterization was recommended. The stenosis in mid lad was treated balloon angioplasty and with placement of a 3mm x 23mm non bsc drug eluting stent with 0% residual stenosis. Medication was given to treat this event. On the same day, the event was considered to be resolved without residual effects.